Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced impaired wound healing, a possible hematoma and a possible cerebral vascular event. Nevro attempted to obtain additional information regarding the nature of the issues, but none was available. The wound was debrided and the patient remains under medical supervision in a rehabilitation facility.

Manufacturer narrative:
This report is to update describe event or problem and event problem and evaluation codes.

Event description:
Follow-up indicated that the patient did not suffer a cerebral vascular event, and that the hematoma was confirmed and drained. There have been no reports of further complications regarding this event.